Event description:
It was reported that a fogarty catheter malfunctioned while inside the mammary artery. Catheter balloon would not deflate. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcomingwhen the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The complaint affected unit was not returned for evaluation; therefore a product non-conformance or device failure could not be confirmed. Since a failure mode could not be confirmed, and with the information available further investigation could not be performed. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. As part of the manufacturing process a 100% of the units go through balloon and winding process performed. The instructions for use (IFU) includes the following warning: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. The IFU also instructs the clinician to inspect the catheter with the balloon inflated during purging. A balloon that does not inflate, leaks, or inflates in a grossly asymmetric (eccentric) manner should not be used. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.